Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2009. Pt underwent revision surgery on (B)(6), 2011 due to arthrofibrosis with joint stiffness and tightness. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.